Manufacturer narrative:
(B)(4). The customer reported that the device will not power on completely. The backlight works but nothing else and the display goes out upon boot up. There was no reported patient involvement. Philips field service engineer evaluated the device and confirmed the complaint. The display was replaced to resolve the complaint. We will consider this a malfunction of the display that caused the device to not power on completely.

Event description:
The customer reported that the device will not power on completely. The backlight works but nothing else and the display goes out upon boot up. There was no reported patient involvement.